Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates in an attempt to address bg. Reportedly, after the customer consumed the carbohydrates they lost consciousness. An ambulance was called and they provided the customer a "sugar jelly" to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.